Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013, patient underwent a anterior cervical fusion surgery in cervical region of his spine from vertebrae c4-6. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was used without lt-cage. Allegedly, patient continues to suffer from chronic pain and is prevented from practicing and enjoying activities of daily life that he enjoyed pre-operatively, and he has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: the patient was per-operatively diagnosed with c4-5 and c5-6 cervical stenosis, cervical myelopathy and cervical radiculopathy and underwent the following procedures: c4-5 and c5-6 anterior cervical discectomy and fusion with machined allograft interbody spacers and anterior instrumentation c5-6. Pre-operatively, MRI was obtained which demonstrated severe central stenosis at c4-5 greater than c5-6. As per the operative notes, ¿the posterior longitudinal ligament was wrapped and this was loose and decompressed. Attention was then turned to the trial interbody spacers. A 7 mm spacer was placed and then an 8 mm which achieved a good fit. An 8 mm lordotic machined allograft cortical interbody spacer filled with quarter sponge of rhbmp-2/acs was impacted into the disc space achieving a good fit. We then moved our retractors and distractors down to the c5-6 ievel inside the exact same discectomy and decompression and interbody grafting was performed at c5-6 and c4-5 except the distal plate was 9 mm in height.¿ the patient tolerated the procedure well without any intraoperative complications.